Event description:
It was reported that the device was explanted. The reason is unknown as no other details were provided. Implant duration = 30 months. Information per implant patient registry.

Manufacturer narrative:
Device not returned.